Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room experiencing ventricular tachycardia. Upon interrogation, stored episodes of noise reversion on the right ventricular lead were observed. The noise could not be reproduced. All lead measurements were within range. The lead was successfully capped and replaced on (B)(6) 2015. No patient symptoms were reported.